Event description:
It was reported that the lead would not capture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, however the outer insulation had a cosmetic depression and there was blood in/on the helix/lobe mechanism; full lead returned and analzyed.